Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper case was broken and corroded, the lower case and battery drawer were contaminated, both bail covers and ring cover were broken, three case screws were missing, one printed circuit board flex was crimped, the battery contacts were compressed, the ring was bent and the keyboard windows was scratched.